Event description:
The hcp reported that the pt had acute pain. It was also reported the pt fell two times in early 2008. The pt was admitted to the hospital on the next day. The telemetry logs showed multiple motor stalls of varying lengths which all occured on the second day. There was no recovery noted following the last stall, and a tube set error message was noted 48 hours later. The reservoir volume expected was 1.6 ml and the actual was 6 ml. The drug contained in the pump was morphine 25 mg/ml at a daily dose of 15.017mg/day. No other pt symptoms or outcome was reported. Additional info has been requested from hcp, but was not available on the date of the report.